Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. We requested the return of the complaint cannulae for evaluation in june 2016. A further request was made to smtl in july 2016 but the subject cannulae have not been provided for our investigation. As the complaint cannulae were not provided for our evaluation and very little information has been supplied, we are unable to determine the nature and possible cause of the reported incident. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in (B)(6) reported that the tubing on an opt944 nasal cannulae "came out of the plastic cuff" and that this happened with two interfaces on the same patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. We requested the return of the complaint cannulae for evaluation in june 2016. A further request was made to smtl in july 2016 but the subject cannulae have not been provided for our investigation. Method: photographs of the two complaint cannulae were provided by smtl (surgical materials testing laboratory) on (B)(6) 2016. These photographs were visually inspected. Results: visual inspection of the photographs revealed that the tubing was detached from the swivel connector. Conclusion: the observed damage to the complaint cannula is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. No device.

Event description:
A hospital in (B)(6) reported that the tubing on an opt944 nasal cannulae "came out of the plastic cuff" and that this happened with two interfaces on the same patient. There was no patient consequence.

Manufacturer narrative:
(B)(4). We have requested the return of the complaint opt944 cannulae for our evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that the tubing on an opt944 nasal cannulae "came out of the plastic cuff" and that this happened with two interfaces on the same patient. There was no patient consequence.